Event description:
It was reported that the implantable pulse generator (ipg) device exhibited lack of capture threshold measurements due to emergency pacing function being activated, which resulted in premature battery depletion. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.